Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
On (B)(6) 2024, the user attended a clinical appointment because of persistent ear discharge. During the examination, the extrusion of the electrode into the outer ear canal was noticed. The user was re-implanted with a new device on the same day.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. According to the information received from the field the device was explanted due to an extrusion of the electrode into the external ear canal. A review of the device_s sterilization records shows that the device has been subject to a valid sterilization process, thus no available information points to the implant being the source of the extrusion. This is a final report.

Event description:
On (B)(6) 2024, the user attended a clinical appointment because of persistent ear discharge which started several months ago. During the examination, the extrusion of the electrode into the outer ear canal was noticed. The user was re-implanted.